Manufacturer narrative:
Additional information: pain and loosening were found. An event regarding pain & loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of product, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or product becomes available, this investigation will be reopened.

Event description:
Surgoen removed a 58 tritanium acetabular shell implant and replaced with a competitor's implant. He retained the size 8/132 accolade 2 stem. As part of the revision, he opted to also swap the 36 -5 v40 biolox head with a v40/c taper adapter sleeve and a 36 +2.5 c taper biologist head. It was also reported that pain and a radiolucent line behind cup on x-ray was found.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed a 58 titanium acetabular shell implant and replaced with a competitor's implant. He retained the size 8/132 accolade 2 stem. As part of the revision, he opted to also swap the 36 -5 v40 biolox head with a v40/c taper adapter sleeve and a 36 +2.5 c taper biologist head.